Event description:
Event description cpi received information that this implantable cardiovertor defibrillator (ICD) and endotak transvenous defibrillation lead were removed from sevice due to oversensing. The ICD was replaced. The lead remains implanted, was capped, and was replaced with an endotak model 0125.